Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during thoraco/esophagus procedure, he surgeon felt the seal of the device was not smooth and it was difficult to control the hand instrument. There was no patient injury.